Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot sp100388 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformance's revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of (B)(6)2022, of the 257 devices released to finished goods for lot sp100388, 249 have been reported as distribution with 160 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 59 year old male patient underwent a ventral hernia repair surgery on (B)(6) 2016. During the hernia repair surgery, the surgeon implanted a strattice firm mesh in him, lot sp100388-058, catalog 2025002. After surgery, the patient returned to the hospital on (B)(6) 2017 for a revision surgery.